Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to genuine stress incontinence. The patient experienced pelvic pain, erosion, bladder leaks, urinary problems, painful intercourse and infection. The patient underwent removal of mesh on (B)(6) 2012 due to pelvic pain and incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete emptying, yellow, foul-smelling vaginal discharge, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced incomplete emptying, yellow, foul-smelling vaginal discharge, and urinary tract infection.